Event description:
In an article (B)(4) , the following event was reported. The pt underwent a kyphoplasty procedure at levels l3 and l4 with uniportal entry into pedicles. Two days postoperative, the pt experienced severe bilateral radicular pain in thigh and legs, with associated weakness and numbness in both lower extremities, and was unable to walk. Examination confirmed the pt's neurological injury and CT showed intracanal extension of cement from l2-l4 and significant compression of cord at all three levels. Cement leakage was found from medial pedicle wall of l3 which was extended along the posterior longitudinal ligament at l2-l4 levels. Nerve root decompression was performed at l2-l4 levels bilaterally and posterolateral fusion was achieved with local bone mixed with allograft. Pt displayed clinical improvement after decompression surgery. No add'l info was reported. Note: this article originated in (B)(4) ; however, kyphoplasty are not distributed in (B)(4) .

Manufacturer narrative:
Report source: article (B)(4) . The article did not indicate that the bone cement used in this study is kyphx hv-r bone cement. Method - other; device not returned; followed up with author.